Manufacturer narrative:
The reported oad was received for analysis. A visual examination identified adhered biological material on the driveshaft and crown of the device, which prevented a guide wire from passing through. It is possible that the tissue accumulation during operation of the device prevented the device from spinning freely, however this could not be confirmed. When tested, the oad would not spin unless constant pressure to the brake lever was applied. Upon further examination, the oad brake switch was found to be misaligned with the brake switch plate, and stress fractures were noted on the brake securing tabs. When the brake switch was disconnected from the brake assembly and manually depressed, the device functioned as intended. The cause of the brake damage is unknown. As it was reported that the oad functioned as intended during the first passes performed during the reported event and only stopped spinning when tissue wrap was noted, the adhered tissue is considered to be the primary finding of this device analysis. At the conclusion of the device analysis investigation, the reported events of dissection, vessel spasm and limited flow were unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a dissection, no flow event, and vessel spasms occurred. The target lesion was 95% stenosed and located in the tibular-fibular trunk. The lesion was treated with three passes of the oad on low and medium speeds. During the third pass, the oad appeared to stop spinning. The oad and guide wire were removed and tissue wrap was noted on the crown of the oad. There was no flow to the vessel, and the lesion was re-wired to perform balloon angioplasty. Slow flow still remained and medications were administered to treat a possible thrombus. A dissection was identified and vessel spasms occurred. Balloon angioplasty was performed again to restore flow and the patient was in stable condition following the procedure.